Event description:
It was reported that a smiths medical pump displayed an acu watchdog failure/primary audible alarm post. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: information was received on 29-dec-2021 indicating that there was no patient consequence in the event. Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that acu watchdog failure and primary audible alarm post were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker as a preventative measure. Performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.